Event description:
Customer reported a past high blood glucose (bg) event, with the specific value unknown as it displayed as "high." To resolve the issue, the customer changed the infusion set and cartridge. Technical support recommended the customer consult with a healthcare provider to discuss the recurring high bg events and agreed to send replacement infusion sets and cartridges for those used during troubleshooting, as well as additional replacements requested by the customer.